Event description:
This patient experienced an sat three day post cypher stent implant. This was successfully treated with aspiration thrombectomy and additional stent placement. Patient with a past medical history fo diabetes, hypertension, previous coronary intervention (pci) with an unknown cypher stent to the distal right coronary artery (rca, five months prior), and a known drug allergy to ticlid, was admitted to the hospital with a chief complaint of angina pectoris. The patient was currently taking aspirin and ciloztazol. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, long (23mm),type c lesion in a totally occluded (timi 0 flow) mid-rca. A bolus of 5,000 units of heparin was administered via IV, act's were not measured during the procedure.